Event description:
It was reported that the lead was repositioned due to perforation. The lead later exhibited a high capture threshold and was dislodged. The lead was then explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.